Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) display & touch panel was not functioning. No patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected fields: b5. A getinge field service engineer (fse) evaluated the unit and verified the touchscreen not responding in both the clinical mode and service mode. Lower display lcd/touchscreen assembly (0160-00-0123) was replaced. Touchscreen was recalibrated and test passed in the service mode. All functional and safety tests per factor specifications.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump's (iabp) display & touch panel was not functioning. There was no patient involvement.